Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the wire of the vizigo¿ broke. When inserting the catheter into the patient's body, an issue occurred in which the wire of the vizigo¿ broke immediately. The issue was resolved by replacing the vizigo¿ sheath to a new one. The procedure was completed without patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspections of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The customer referred to a problem with the wire. However, the guidewire was not returned for analysis. A device history review was performed for the finished device 60000289 number, and no internal action related to the complaint were found during the review. The issue reported by the customer was not confirmed since the guidewire was not returned for analysis. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H 6. Investigation conclusions code of ¿appropriate term/code not available (d17)¿ refers to the returned condition of the device; thereby, being unable to analyze. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1: initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the wire of the vizigo¿ broke. When inserting the catheter into the patient's body, an issue occurred in which the wire of the vizigo¿ broke immediately. The issue was resolved by replacing the vizigo¿ sheath to a new one. The procedure was completed without patient consequence.